Event description:
Right ventricle pace/sense lead noise reported. It was reported that the lead in the right ventricle was damaged. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).